Event description:
Pegged curved backed glenoid component had pegs shear off. This did occur only about a year and a half after the surgery. The pt may have some other factors such as returning to fairly heavy weight lifting and having a tear in the subscapularis, but the reporter thinks the co probably should retest some of those glenoid pegs and make sure they are as strong as the original flat backed poly pegs.